Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to a periprosthetic bone fracture. The femoral component was revised. Attempts have been made and no further information has been reported to date.